Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging the lancet holder was damaged on her onetouch delica lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 at 10am. The patient does not take medications to manage her diabetes. It is not known if the patient made changes to her usual management routine. A little over an hour after the start of the alleged issue, the patient claimed she felt symptoms of ¿dizzy and hungry from waiting to get a reading.¿ the patient denied receiving medical treatment due to the reported issue. The correct lancets were being used and there was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. This complaint is being reported because the patient claims she developed symptoms suggestive of a serious injury after not being able to test due to the lancing device issue.